Event description:
It was reported that an ilet user experienced hyperglycemia, with a peak glucose of 345 mg/dl that later trended down after a recent infusion site change using a teflon set. The cannula was inspected after removal and was not bent. Symptoms included elevated blood glucose. Outcomes included self-management with hydration guidance and infusion set troubleshooting, without emergency treatment or hospitalization. Investigation included technical support review and user-led inspection of the infusion set and cannula. Investigation of this case revealed no visible cannula kink or dislodgement and a glucose decrease to 166 mg/dl following intervention, leaving the cause unclear. It was concluded that the event involved transient hyperglycemia with cause not determined and that user education and monitoring were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.